Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip prematurely deployed upon removing the sheath. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.